Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that when centering the couch for cbct, mosaiq recorded the movement as a shift, which was then changed manually to the deafult centre value of "0".based on the available information there was no acutal mistreatment.

Manufacturer narrative:
Additional information: the investigation was completed by conducting a thorough evaluation of the product, and the reported information. It was concluded that mosaiq is working as intended. In this case, the issue was caused by user error.